Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high, out of range shock impedances on the associated right ventricular (rv) lead. This was detected through the patient's remote monitoring system. No adverse patient effects were reported. Attempts to obtain additional information was unsuccessful. All available information indicates that this device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Information was subsequently received that the rv lead was surgically abandoned due to shock impedance measurements between 105 and 120 ohms. It was indicated the patient received appropriate shock therapy often and the physician was concerned over the impedance measurements. The device was explanted for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--